Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: (B)(4), model: sc-2408-56, serial: n/I, batch: n/I.

Event description:
It was reported that a patient was experiencing inadequate pain relief which resulted in an explant of the leads. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: n/I. Batch: n/I. Product family: scs-ipg-r-MRI. Upn: m365sc12000. Model: sc-1200. Serial: (B)(6). Batch: 357430.

Event description:
It was reported that a patient was experiencing inadequate pain relief which resulted in an explant of the leads. Additional information was received that the ipg was also explanted during the procedure on (B)(6) 2020.